Event description:
A distributor reported that a peg tube snapped apart as the physician attempted to remove it during extraction. There was no details at this time, but co has requested additional info.